Manufacturer narrative:
The device was returned to edwards for evaluation. Visual, dimensional and functional analyses were conducted on the returned device. Upon visual inspection no gross visual abnormalities were observed. However, functional testing revealed a gross leak under the strain relief. The leak would not allow the device to be de-aired and it was not possible to size the balloon. The strain relief was then removed for investigation. A tear was observed on the outer shaft under the strain relief. Dimensional inspection of the inner diameter (ID) and outer diameter (od) of the outer shaft distal of the break met specifications. A device history record (DHR) review, revealed the affected work orders, specifically the rf3 packaging assembly, rf3 assembly and balloon catheter outer shaft lots did not reveal any issues that could have contributed to the reported complaint. A manufacturing defect was confirmed on the returned device. Attempts to recreate the issue showed that only when there was either a tear or puncture in the tubing, a torsional or torquing action on the catheter can cause the tear to propagate and form a similar tearing pattern found in the returned complaint device. At this time, it is difficult to conclusively determine at what point in time the damage occurred. A definitive root cause has not yet been determined; therefore, a CAPA has been initiated to fully investigate a root cause.

Event description:
As reported by the edwards field clinical specialist, the physician noted that when pulling negative with the syringe there was a continued presence of air in the retroflex3 delivery system. A second delivery system was prepped and used in the tavr procedure. Upon return of the device, the initial evaluation revealed that the device could not be de-aired and a gross leak was noted to be coming from the strain relief.